Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issues charging their implantable neurostimulator (ins) and the issue began almost from the beginning. Patient got the system problem rm06 and replace controller batteries message when charging the implant. The recharger would become kind of warm as well but they did prop the recharger against the pillow. Patient also mentioned it took quite a while to find the implant. Agent reviewed all information. During the call there were no damages in the controller port and recharger. Patient reset the controller and cleaned the controller and recharger pins. Patient plugged the recharger and got no device found then replace controller batteries. Patient unplugged the recharger and the controller was at 90% and implant needed to be charged. Agent sent request to repair to replace the recharger.